Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Thirteen months and twenty seven days post procedure, the patient presented with retrograde ejaculation, onset date (B)(6) 2014; continuing as of (B)(6) 2014. No further info was available.